Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 16). There was no impact to the customer's blood glucose level. Customer was able to reload the cartridge and resume insulin therapy.